Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient developed an open wound under one of the electrodes. The patient continued use of the lifevest; however, the final medical outcome of the irritation was unknown. It is unknown if the patient required medical attention for the wound. There was no alleged device malfunction.